Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The date/time when the alleged issue occurred is unclear. The patient claimed she obtained a blood glucose result of '183mg/dl' with the subject meter. The patient's testing frequency and usual blood glucose range is not known. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. The patient denied taking any action in response to the reported meter issue. Per csr notes, ten minutes after the alleged issue occurred, the patient reportedly developed symptoms of dizziness and sweating (symptoms the patient associated with low blood glucose). It is not known if the patient made any changes to her diabetes management, activity level, and/or meals prior to the start of the alleged issue. Other than diabetes, it is also not known if the patient suffers from any other health condition(s). According to the csr's documentation, within 30 minutes of the alleged issue the patient reportedly obtained a blood glucose result of either '83 or 85mg/dl' with the ems's meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied receiving any medical intervention/treatment after the alleged issue occurred. It is not known if the patient attempted to administer self-treatment after the onset of her symptoms. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. The csr noted that the patient did not have all her testing supplies available and that the patient's testing technique is not known. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.